Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a symptomatic large (11-12mm diameter) pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was able to be deployed. However, when the second flange was deployed in the working channel, the physician noted that this felt "spongy". As the physician moved the scope tip away from the wall of the stomach to visualize the stent, the stent deployed entirely within the stomach. It was also observed that the tip was bent. The device was removed from the gastric lumen, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f2301 captures the event of an additional device required to remove the complaint deployed stent from the gastric lumen. Block h11: an electrocautery enhanced delivery system handle was received for analysis; the axios stent was not returned. Visual examination of the returned handle identified that the inner sheath was kinked. Media inspection was performed on a provided photograph; it was further confirmed the inner sheath was kinked. Functional inspection was performed, the catheter could be freely advanced and retracted through the luer, and the slider was able to be moved to its original position without resistance. No functional abnormalities were noted during testing. No other problems were noted with the delivery system. Product analysis confirmed the reported event of inner sheath/shaft kinked, as visual examination identified clear evidence of kinking. The reported event of stent premature deployment could not be confirmed through device analysis. There was insufficient objective evidence to determine whether the alleged premature deployment was the result of device manipulation during the procedure or attributable to a device malfunction. The investigation concluded that the inner sheath kinked condition was most likely associated with procedural factors, such as the application of excessive force or the manner in which the device was handled and manipulated during use. Therefore, a review and analysis of all available information indicated the most probable cause is unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f2301 captures the reportable event of the device was removed from the gastric lumen, and another axios stent was used to complete the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a symptomatic large (11-12mm diameter) pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was able to be deployed. However, when the second flange was deployed in the working channel, the physician noted that this felt "spongy". As the physician moved the scope tip away from the wall of the stomach to visualize the stent, the stent deployed entirely within the stomach. It was also observed that the tip was bent. The device was removed from the gastric lumen, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.